Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-05807. It was reported that the patient's leads started seeping indicating a possible infection. The patient went to the physician, and they were prescribed antibiotics. The manufacture representative is currently unaware of any further action at this time, but surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information stating the patient has been hospitalized. There is no other information at this time.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.